Event description:
During a remote follow-up, an increase in defibrillation impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no abnormalities were observed. Reprogramming was performed to resolve event. The patient was stable with no consequences.